Event description:
The device was found operating with nominal parameters after a reset during follow-up performed on (B)(6) 2010. Reportedly, the device was already operating with nominal parameter in (B)(4) 2010, when the pt was seen by a cardiologist. It should be noted that the pt received a shock on (B)(6) 2010, that was partially documented in device memory.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.